Event description:
Pt complained of vision loss in the small field of the right eye 5 days post implant with durasphere. Visual examination with an opthalmoscope comfirmed branch retinal artery occlusion by a particle approximately 90 microns.